Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused 5mg of potassium programmed at 100 per hour but took 3 hours to deliver instead of 1 hour in the special care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation testing for flow accuracy the device delivered within intended range and therefore the reported issue was not replicated. A review of the event history log revealed an infusion matching the customer reported infusion parameters. There were multiple upstream occlusion alarms observed in the log during the secondary infusion. An upstream occlusion will impact flow accuracy. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified and the device was found within specification. Should additional relevant information become available, a supplemental report will be submitted.